Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. The device had minor scratched window, cracked display window corner and broken reservoir tube lip.

Event description:
It was reported the customer was attempting to delivery a bolus and the numbers on the device just kept scrolling on their own. Customer's blood glucose was 118 mg/dl. Customer's mother does not recall any significant event that may have caused the keypad issue. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.